Event description:
The drill cold-welded to the plate, causing a 20 minute delay in surgery.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The lot numbers or vendor date codes were not provided to determine the age of the instruments or to review the inspection records. A two-year search of the complaint database for the drill bit found no prior reports. A two-year search of the complaint database for the plate found one prior report for the drill bit not entering the hole of the plate; however, it appeared a possible miss alignment with the drilling instrument and the fast guide. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.